Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported in 2007, the patient had a pectus support bar and elongated pectus stabilizer implanted. In 2008, the skin where the stabilizer was implanted was infected, the patient was given antibiotic. The previous month, after the patient had recovered from the infection, he/she became infected again, the skin was sutured repeatedly, then it was determined the skin was dead. The stabilizer was explanted the following month, and it was reported the patient is getting better.